Event description:
It was reported that during a reductory gastroplasty, the staples were overlapped. Not reported how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 12/05/2008. Info anticipated, but unavailable at this time.